Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was attempting to change his reservoir, but the insulin pump would not rewind. The customer's blood glucose was 144 mg/dl. The customer stated there was an open circle on his display. After reviewing status menu, informed customer that he was running a dual square bolus. Customer was able to cancel dual square bolus and rewind the insulin pump. Explained to customer what the open circle was. Customer also mentioned that he was hospitalized for high glucose levels of 498 mg/dl. The customer was not treated for his high blood glucose levels in the emergency room due to his sinus infection and the nyquil that he took in order to cure the infection. After the customer stopped taking nyquil and dayquil, his blood glucose levels did subside to 97 mg/dl. Nothing further reported.